Event description:
Caller indicated the relion prime meter was producing inaccurate readings. Caller stated this is the third prime meter that has put his wife in the hospital. He did not call us before this time. He feels wife has been inaccurately dosing because of inaccurate meter readings. On (B)(6) 2014 at 9:00 pm she was feeling nauseous so took reading and got 269. At 10:18 pm took another reading and got 347 so she took 20 units of insulin. She was vomiting throughout the night until she took anti-nausea meds. At 4:37 am she was 211 which he thought was reasonable. At 8:04 am she was 180, but she could not eat so he did not treat her with an injection. He stated she was progressively getting worse so he took her to the hospital at 9:00 am. At 10:06 am she was 207 with prime and hospital said she was actually 384. Questioned the 384 reading but he replied "she's crashing as we speak; she's on an IV and can barely speak." He stated she will be in hospital for at least a week. When asked about storage he said that meter and strips were kept in the refrigerator, but when explained that product needs to be at room temperature he quickly changed storage area to on the desk by the refrigerator. Uncertain if proper storage is used. Technique is good. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.